Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/05/2024, it was reported by a sales representative via e-mail that an ar-9502f-33lcpc univers revers suture cup, ar-9503xs-03c humeral insert, and an ar-9501-05p univers revers¿ humeral stem failed in a case. This occurred during a revers total shoulder procedure on (B)(6) 2024 when the surgeon decided to change the poly size when trying to extract the implant. The rest of the construct became loose. They then had to exchange for a bigger stem, a new suture cup, and the correctly sized poly.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, incorrect size chosen and/or improper bone preparation.